Event description:
Olympus was notified by fujifilm healthcare americas, during a literature search performed (B)(6) 2022 they identified the study used a fujifilm eg-580ut or an olympus gf-uct180 on patients. According to fujifilm, the referenced scientific literature described five (5) procedure-related adverse events, of which four (4) resulted in death. Fujifilm stated the specific details of the procedure and the device used are not available and the event date is unknown. Fujifilm also reported the relationship between eg-580ut and the adverse events/deaths cannot be found in the report correlated literature nor is it confirmed. No patient identifiers noted in article. Multiple attempts to fujifilm to identify the referenced literature article were unsuccessful. No additional information available. This event includes 2 complaints: (B)(6): deaths. (B)(6): adverse events. This report is 1 of 2 for (B)(6): deaths.